Event description:
It was reported that the patient experienced mechanical issues and dysuria with an inflatable penile prosthesis (ipp). During a follow up appointment with the physician, it was indicated that although there was some initial difficulty, the device could be successfully cycled. The physician instructed the patient to continue cycling the device at home. A month later, the patient experienced trouble manipulating the ipp and attended another follow up appointment. During the examination, the physician had some initial difficulty but the device successfully cycled. Therefore, the physician retrained the patient on the usage of an ipp. No additional information was reported.